Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a posterior spine fusion with expedium 5.5 ti in 2012. The construct was a unilateral construct on the right side from l4-s1. According to dr (B)(6), the patient did not heal and developed adjacent level issues as well. Dr (B)(6) removed the hardware from 2012. The s1 screw was broken about 10mm below the head of the screw. The distal part of the screw was not retrievable and remains in the patient. Dr (B)(6) placed new expedium screws from l2- ilium. He was able to place a new screw in the right s1 pedicle to the lateral side of the broken screw fragment. During placement of the screws, dr (B)(6) broke a driver tip of the expedium nav driver 2797-34-000n while placing the right l5 screw. He placed a short rod in the screw and locked it down and then helicoptered the screw out that had the driver tip fragment. He then placed a new screw with the new expedium nav driver. Dr (B)(6) completed the procedure successfully without harm to the patient. The hardware from the 2012 surgery was retained by the patient. The broken expedium nav driver will be returned and I need a replacement for this.

Manufacturer narrative:
One (1) 5.5 viper univ poly driver was returned for evaluation. Poly-axial screw 6x45 was not returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at the driver¿s distal tip. The second half of the tip was not provided for this analysis. The fracture analysis revealed evidence of plastic deformation at the hex-lobes and torsional shear markings following a circular pattern indicating that the probe underwent a quasi-static overload torsional shear failure at the hex-lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of the 5.5 viper univ poly driver. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex-lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.